Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that her bladder had been hurting last year. She has had no actual infection but it had gradually grown worse and over the last month or so, both her bladder and urethra were sore, not like infection. Patient stated ¿it was more like you exercised the day before and now you are sore.¿ it was also reported patient had stim in the wrong location. Patient has had some weight gain. Patient noted that stim did not seem to be hitting bladder any more. She felt it more in her labia, down her left leg, ankle, foot, especially when lying down. Patient tried changing program during the call and noted she started on program 1 in left labia, program 2 was like spikes in her butt, program 3 hit her top, left buttocks and program 4 seemed to hit less outside the hip and more toward the center of the spine, closer to bladder. Patient noted that she usually tops off at .6 and .8 was too high almost painful but turning back down resolved the uncomfortable stim. It was indicated that this last summer in (B)(6), patient was at beach on electric bicycle, beach cruiser and she was too short for it and a child ran in front of her, so she veered and fell of the bike and landed on her back. She was not really hurt. Patient stated the issue was related to positional movement. The stim wrong location was stronger when laying down, her ankle would move. She has an appointment set for (B)(6). The change in symptom was considered gradual.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that no steps were taken to resolve the soreness in the patient¿s bladder and urethra. The patient also noted that no steps were taken to resolve the stimulation in the wrong location. The patient reported that the bladder and urethra soreness was a little better. The patient noted that they were wondering if the stimulator was hitting the right spot and when it changed, is why my bladder and urethra are sore. The patient stated that they did not know but did know it sucks.